Event description:
Related manufacturer reference number: 3006705815-2023-04169. It was reported that the patient had lost coverage and their scs leads had migrated. Surgical intervention took place where the leads were explanted and replaced.

Manufacturer narrative:
Date of event is estimated.